Event description:
Incoming communication from the physician confirmed that the patient's lead was replaced due to due to high impedance. No further relevant information has been received to date.

Event description:
It was reported by an implant card that the patient underwent generator and lead replacement surgery. The generator was replaced due to battery depletion and it was reported by a company representative that if the physician replaced the lead that it was because of a lead fracture, this has not been confirmed to date. The suspect product has not been received to date. No further relevant information has been received to date.